Event description:
Drive devilbiss healthcare was notified of an incident involving a transfer bench by an end user's brother, who stated that "his brother was using the transfer bench and the leg broke, causing him to fall." He was transported to the hospital for injured hips, knees and a sore on his foot. He is currently back at his assisted living residence and is receiving therapy. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.